Event description:
A report was received that the patient was explanted due to a pocket site infection. The patient was reportedly doing well post-operatively, and was later re-implanted.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.